Manufacturer narrative:
UDI number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 9680001-2017-00017. During an atrial fibrillation procedure a pericardial effusion occurred. While doing a lesion line in front of the left atrium, the patient became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed. The patient became hypoxic and hypotensive, requiring intubation. The patient was monitored in the ICU and stabilized. No further medical intervention was needed. The patient was discharged six days later in stable condition. There were no performance issues with any sjm devices during the procedure.